Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the elective replacement past (erp) indicator at the time of implant. The indicator could be cleared, but it repeatedly reverted to the erp status. The physician elected not to implant the ipg.

Manufacturer narrative:
Event conclusion cpi analysis found that the ipg has telemetry but no output. Initial interrogation noted an erp battery status that could not be cleared. The tab bond at location 33 was found to have been lifted and bent over touching the tab bond at location 32 creating a shorting condition that caused the device to repeatedly exhibit an erp-vvi reversion. It is concluded that contact between the aforementioned I. C. Tab bonds, is responsible for the no output and programming reversions experienced by this device.